Event description:
It was reported that the pt no longer had access to sound after a head trauma. Re-implantation is considered, but a surgery date has not been set at this time.

Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to the reported accident. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the device is received for investigation, the complaint will be reopened.

Event description:
It was reported that the patient no longer had access to sound after a head trauma. The patient was re-implanted.

Manufacturer narrative:
UDI code not available for this device. Add'l info: according to the currently available info, it appears the problems with the active electrode are most likely broken wires due to the reported accident. To determine an exact root cause, a device investigation of the explanted device is necessary. If and when the pt is explanted, the complaint will be reopened.

Event description:
It was reported that the pt no longer had access to sound after a head trauma. Re-implantation is considered, but a surgery date has not been scheduled.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.